Event description:
The customer reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The charger board was evaluated and replaced, the target values were adjusted. The system was tested and found to be working as intended and returned to service.